Event description:
Lap chole - "customer says the end piece of the clip applier fell on inside the pt and had to be retrieved."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.